Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, during the middle of the night, the cgm reading was 45 mg/dl. The patient did not experience any symptoms at that moment, but self-treated with eating crackers, peanut butter, and drank some juice. The patient went back to sleep and later that night the cgm device alerted for a cgm reading of 51 mg/dl. The patient was still not experiencing symptoms and called the hospital. The nurse advised the patient to take some sugar which the patient did. After treatment the cgm device alerted for a cgm reading of 65 mg/dl. The nurse then advised the patient to go to the hospital. No finger sticks were taken at that point. When the patient arrived to the hospital a fingerstick was taken and the blood glucose reading was 207 mg/dl (no cgm reading reported). The patient was treated with intravenous glucose and fluids. No further medication was necessary and the patient was discharged after 7 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.